Event description:
After the bath, the cna began lifting the resident out of the bath, the base of the lift broke and uprooted the lift column and chair, causing the lift to tip over. Patient suffered from neck, back and body pain. Cna suffered back pain. Two persons involved.